Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 28-aug-2018 with the following findings: during investigation, the battery compartment was found to be cracked.

Event description:
The pump was returned for investigation. Investigation revealed a cracked battery compartment and moisture within the pump. This report is made based on results of investigation completed on 28-aug-2018.